Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted, replaced, and a total capsulectomy was performed.

Event description:
Healthcare professional reported left side capsular contracture grade IV. The device has been explanted, replaced, and a total capsulectomy was performed.

Manufacturer narrative:
Continued additional email address (e.1): (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: grade 4 capsular contracture. Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.